Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin at home transmission. The patient asymptomatic. Programming changes were recommended. No further information is available.